Manufacturer narrative:
Philips service replaced the host pc, reinstalled the system, and tested the device successfully. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the device was unable to power on, and a blue screen was observed on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.